Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient states when the battery was removed and replaced with a new battery the basal settings were wiped out and pump said basal programs "empty. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because. This complaint is being reported because the issue may impact insulin delivery.